Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy on a patient and was getting low flow and low reservoir alarms in an arctic sun device. They tried emptying the water from the pads and filling the reservoir, but the device was not taking up any water. Nurse could only make out the numbers on the s/n (B)(6), the other numbers were rubbed off. Confirmed using the clear tube on the back of the device and it was plugged into the fill port. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water. Had nurse stop filling reservoir and replace the fill tube. Walked nurse through enabling manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 73 percentage, system hours were 13,756, and pump hours were 13,020. Informed nurse to send this device to biomed labeled no flow and swap to a new device. Encouraged nurse to call back with any issues with the new device.

Event description:
It was reported that the nurse was trying to start therapy on a patient and was getting low flow and low reservoir alarms in an arctic sun device. They tried emptying the water from the pads and filling the reservoir, but the device was not taking up any water. Nurse could only make out the numbers on the s/n 24, the other numbers were rubbed off. Confirmed using the clear tube on the back of the device and it was plugged into the fill port. Had nurse disconnect the pads and try filling reservoir. Device still not taking up water. Had nurse stop filling reservoir and replace the fill tube. Walked nurse through enabling manual control. Without pads, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 73 percentage, system hours were 13,756, and pump hours were 13,020. Informed nurse to send this device to biomed labeled no flow and swap to a new device. Encouraged nurse to call back with any issues with the new device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They tried emptying the water from the pads and filling the reservoir, but the device was not taking up any water. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under (B)(4) and addendum (B)(4) were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.